Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device failed to shock during patient use. A second device was used which also failed to shock. A third defibrillator was used to successfully shock the patient, however, the patient died. The second device (reported as a patient death) is addressed in (B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device failed to shock during patient use. A second device was used which also failed to shock. The patient died. Additional details have been requested. The second device (patient death) is addressed in (B)(4).